Event description:
Technician alleged bed will not raise (hi/low), stuck in low position.

Manufacturer narrative:
Technician found very little fluid in reservoir. Refilled reservoir and fluid leaked out; bed would not raise. Technician completed installation of new manifold to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current. No injuries were reported due to this malfunction. No further investigation will be performed.